Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. D9. Date returned to mfg: 26-dec-2024 h6. Investigation codes: updated. Investigation summary: customer¿s reported problem, cassette sensor defective, was verified. Fluid ingression is the cause of the downstream sensor. Replaced the downstream sensor assembly to correct the issue. Device passed all functional and delivery tests performed repair activities were completed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette sensor was defective. There was no patient involvement. The issue was discovered during testing.